Event description:
The facility's biomedical engineer reported an infusion pump turning on and off intermittently during biomed inspection. The hosp biomed stated they have no record of any pt incident involving the pump since the last baxter service event. Reported condition was found during routine biomed inspection of the device.